Event description:
Patient, mr. (B)(6) had a primary total knee surgery done at outside facility last year. He presented to our (B)(6) with infected periprosthetic knee. He had a cemented attone tka system. A revision surgery was done and during the surgery it was noticed that the femoral component was well fixed, however, the tibial component was loose without any attachment to the cement. The cement mantel was well fixed to the bone. Although the main diagnosis for the revision surgery was periprosthetic joint infection, the lack of tibial component cement fixation is concerning. Joint reconstruction.